Event description:
Name of procedure: laparoscopic cholecystectomy. Event description: 2 x ca500 failed to load clips when handle was compressed. Both same lot number were used and both failed to load correctly. No clinical impact. Intervention: used an alternative clip applier. Patient status: patient fine.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.